Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported, when inserting the u-blade after inserting the lag screw, the u-blade could not be inserted because the u-lag screw connector was forgotten to be used. When the u-blade was pulled out and checked, it was bent, so it was replaced with another size u-lag screw.

Event description:
It was reported, when inserting the u-blade after inserting the lag screw, the u-blade could not be inserted because the u-lag screw connector was forgotten to be used. When the u-blade was pulled out and checked, it was bent, so it was replaced with another size u-lag screw.

Manufacturer narrative:
Correction - please refer to d9 - the product was returned, h6 method code. The reported event could be confirmed, since the u-blade is deformed as described in the event description. The device inspection revealed the following: the u-blade set was returned in assembled condition. The deformation of the u-blade is already visible in this condition as the surface of the blade is not flush with the surface of the lag screw anymore. The device was disassembled during the investigation and a strong deformation of one arm could be confirmed. There are excessive stress marks at the inside of the arm visible, which indicates a strong metallic contact, most likely with the lag screw, during the insertion. Although the u-blade is strongly deformed a re-assembling of the set was possible during the investigation, which speaks against a manufacturing related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation and the provided information in the event description, the root cause was attributed to a user related issue. The event was caused by not using the u-blade lag screw connector as indented, due to that the blade was not guided as intended during insertion, which finally led to the deformation. In this relation following section of the gamma3 hip fracture nailing system operative technique can be pointed out: attach the t-handle to the u-blade lag screw connector and pass the assembly through the lag screw guide sleeve. Turn the t-handle clockwise. Turning stops when the u-blade lag screw has reached its end position. Remove the t-handle from u-blade lag screw connector. Now connect the u-blade to the u-blade connector by turning the u-blade connector clockwise. Push the u-blade assembly gently over the u-blade lag screw connector and into the flutes of the u-blade lag screw. If more information is provided, the case will be reassessed.